Manufacturer narrative:
It was reported that the nail failed on (B)(6) 2017; however this is the date of the revision surgery so it is unknown if the device actually failed on this exact date. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a second revision surgery was performed on (B)(6) 2017 due to breakage of the trochanteric fixation nail¿advanced and non-union of the proximal right femoral fracture. The tfna nail construct was initially implanted on an unknown date in (B)(6) 2016 during a revision procedure to address a failed non-synthes gamma nail (initially implanted on an unknown date in (B)(6) 2016). During the (B)(6) 2017 revision surgery, the patient was revised with non-synthes hip replacement devices. There was no report of surgical delay. This report is for one (1) unknown tfna nail. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Based on the received x-ray the complaint is confirmed that the device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown tfna nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a gamma nail in (B)(6) 2016 and returned to surgery in (B)(6) 2016 for a revision to a trochanteric femoral nail-advanced(tfna). A non-union was detected by unknown means on unknown date. Patient was returned to surgery on (B)(6) 2017 and revised to a competitor¿s hip posthesis. This report is for one (1) tfna. This is report 1 of 1 for (B)(4).